Event description:
Same patient as MFR report #: 6000093-2006-02712, 6000089-2007-00005, and 6000089-2007-00055. Clinical trial. It was reported that eight months following a coronary artery drug eluting stenting treatment procedure the patient experienced an in-stent restenosis of the stent. The initial procedure treated the 1st obtuse marginal (om1) with a taxus express2 drug eluting stent. Eight months following the procedure, the patient presented to the emergency room due to chest pain and shortness of breath at rest. The patient had negative cardiac enzymes and was ruled out for a myocardial infarction. The in-stent restenosis was treated with placement of a 2.5x24mm taxus express2 drug eluting stent. At that time, the patient was enrolled in the clinical trial.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined..